Event description:
It was reported that during a revision, high impedances were measured on the implantable neurostimulator (ins). The patient¿s healthcare professional was not sure if the patient was suffering from an infection so they opened the ins pocket. During the revision, impedances above 10 ,000 ohms were measured on electrodes 8-15. Reprogramming did not help, so troubleshooting was done. The ins was disconnected from the extension and the extension and lead were tested with an external cable. All impedances were normal. The connections were cleaned and the ins was reconnected, but impedance testing showed bad impedances on several electrodes. A new ins was used and after around ten times of cleaning and checking the connection, electrodes four and ten still had impedances over 10,000 ohms. Impedance measurements of the lead and extension with an external cable again showed normal impedances on all electrodes. The connection between the lead and extension was not reopened during the revision. The bad impedances did not resolve after the revision, but programming was possible without those electrodes. No further troubleshooting was planned. There were no patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury. Refer to manufacturer report #3004209178-2014-17628.

Manufacturer narrative:
Concomitant medical products: product ID 37081-60, serial# (B)(4), product type: extension; product ID 37081-60, serial# (B)(4), product type: extension; product ID 39565-30, lot# 0208215556, product type: lead; product ID 97702, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.